Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the implant had not help with their symptoms since implant. They also reported that they were at the hospital because they were unable to walk and something was wrong. Patient was redirected to their health care professional. No further complications were noted or anticipated.